Event description:
The consumer reported she tried increasing and decreasing stim but was unable to. Stim was confirmed to be on. She was at 0.0v and when she tried to increase, she was an upper limit message. She was not seeing a program number. Also, it seemed like things were getting worse and not better. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. The patient later reported that the step taken to resolve the issues included a replacement of the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.